Event description:
It was reported that the customer¿s biomed department received the nim 3.0 system with a note saying that the doctor was experiencing intermittent responsiveness from the system. The biomed department referenced the service manual and performed a system check with the patient simulator. They indicated that they were able to stimulate and received responses with normal peaks and valleys on the screen. Follow-up with the biomed group indicates that when they tested the unit, it was functioning properly and is currently in use. The sales rep spoke with the staff and there have been no further issues. This event took place in (B)(6) 2014. The exact date was unknown. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device is currently in use and will not be returned for analysis. No testing methods performed. (B)(4). Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.